Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch ultra2 meter was reading inaccurately and erratically. The patient began using this meter two weeks prior. The patient tests at least 6x/day and manages his diabetes primarily with diet. He has a prescription for metformin but he only takes it if his blood glucose levels go above 9 mmol/l. He admitted he has only taken metformin on a few occasions after that day. In all instances, the patient claimed that the metformin lowered his blood glucose levels to 5 mmol/l or lower within a few hours. The patient feels that if his meter read correctly, he would not have taken this metformin and would not have gone low. He reported an incident that occurred the same day where he obtained a "approximately 10.3 mmol/l" meter reading. The patient was unable to specify what his food intake was after the test; however, he did state that he would reduce his food intake and/or modify his food type based on his meter results. He took a metformin pill based on his meter reading and reportedly became shaky 3 hours later. He retested his blood glucose levels and got "3.8 mmol/l." The patient ate something and felt better within 30 minutes. Five days prior to original date, from 12:01-12:02am, he obtained the following meter readings: "12.0, 9.3 and 10.6 mmol/l," which were reported to be erratic. Based on statistical methodology, the calculated difference of these results meet lifescan's precision criteria. The patient was feeling "normal" at this time and did not take any medications for these meter readings. At the time, he was experiencing his meter readings to be around 8 mmol/l. The customer service representative (csr) walked the patient through troubleshooting and noted that the meter had the correct unit of measure and the correct testing/cleaning techniques were used. Replacement products were sent to the patient. This complaint is being reported because the patient became hypoglycemic after obtaining the alleged inaccurate meter reading.